Event description:
Name of procedure being performed: na. Detailed description of event: this is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 18, 2019. Please refer to the attachment file. Per the attachment file: "we found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products.". "I) we found the two recurrence defects. We would like you to investigate the cause of this issue and would like you to have corrective action for following defects (1) insufficient heat sealing". Patient status: na (incoming inspection). Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal delamination. Based on the condition of the returned unit , it is likely that the seal delamination was caused by the rotary cutter that jammed during the packaging process. The jam caused the seals to open due to the stress that was applied to the seal prior to curing. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is implementing process enhancements intended to further minimize the potential for this type of event to occur. This event is not reportable as it is unlikely to cause or contribute to death or serious injury and was reported in error.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed:na.detailed description of event:this is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 18, 2019. Please refer to the attachment file.per the attachment file: "we found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products.""I) we found the two recurrence defects. We would like you to investigate the cause of this issue and would like you to have corrective action for following defects(1) insufficient heat sealing."patient status: na (incoming inspection).type of intervention:na.